Event description:
The customer complained that a non-reproducible, higher than expected vitros total ¿hcg ii result was obtained from a single patient sample on a vitros 5600 integrated system. Vitros total ¿hcg ii result = 15.07 iu/l vs expected result <2.39 iu/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The result was not reported outside of the laboratory and there was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros ¿hcg ii result was obtained from a single patient sample on a vitros 5600 integrated system. A definitive assignable cause could not be determined; however, pre-analytical sample processing could not be ruled out as a contributing factor. The investigation determined that a vitros ¿hcg ii reagent issue or analyzer performance had not contributed to the event.